Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part / lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effects of ischemia, myocardial infarction, thrombosis, and stenosis are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to circumstances of the procedure.

Event description:
It was reported through a research article identifying xience drug-eluting stents and implants deployed in 349 patients that may be related to target lesion revascularization, target lesion failure, thrombosis, restenosis and myocardial infarction. Specific patient information was not documented. The above information and details were gathered from an article titled: everolimus-eluting bioresorbable vascular scaffolds versus everolimus-eluting metallic stents: a meta-analysis of randomised controlled trials.